Event description:
It was reported the console's symbols did not match up with what the clinicians were seeing on the screen. During insertion for the case on (B)(6) 2013, there was a perfect elevation in p-wave and good flow with a yellow triangle at some points in time. The doppler was extremely dampened and there was more interference than normal.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.